Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. An external insulation abrasion noted at 30.5 ¿ 31.6 cm from the connector pin, consistent with friction to another device or features of the heart. The one svc etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.